Event description:
Patient reports per dentist, unable to continue the byte treatment because of the safety disclaimer and treatment needs to stop. No other specific patient details/status provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.